Event description:
It was reported that the device had an error code 44510. The reported error code typically indicates a problem with high pressure in the fluid path or a possible obstruction. The event occurred preventive maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 44510¿ was confirmed with visual inspection and functional testing. Found printed wiring assembly (pwa) defective. Further investigation found damaged battery compartment, downstream occlusion (dso) seal delaminating, upstream occlusion (uso) seal buckling. Replaced pwa, battery compartment, dso seal, and uso seal. Performed dso/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.